Manufacturer narrative:
Based on the results of the investigation, it is likely the leaking cable is due to a faulty camera cable and the pixel fault is likely due to a faulty ccd (charge-coupled device) cable. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a leaking cable and there was a pixel fault. There was no patient involvement.